Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the silver ball on the end of the probe was missing. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.